Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was initially placed in the middle cardiac vein, which caused the patient not to respond to crt therapy. As a result the patient was hospitalized and a revision procedure was performed. Due to patient condition, the lv lead was not able to be repositioned, as such, it was removed and replaced. No additional averse patient effects were reported.